Manufacturer narrative:
A 2.0 x 10mm euphora balloon catheter could not cross the lesion. A complete separation did not occur, approx. 8-10mm separation occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: no deformation evident to the push member. Deformation was evident to the on-ramp of the entry-port, with the material bonded to the push member lifted on one side. Deformation was observed to the to the entry port of the device. No deformation noted to the coils of the device. No deformation noted to the distal tip of the device. The inner lumen was verified by passing a 0.056 inch patency ball through lumen of the telescope gec with no resistance noted. No other deformation was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a telescope guide extension catheter to treat a mildly tortuous, severely calcified lesion exhibiting 95% stenosis in the mid left anterior descending artery (lad). There was no damage noted to packaging. The device was removed from the packaging as per IFU. The device was inspected with no issues noted. The device was prepped as per IFU with no issues. Resistance was not encountered when advancing the device. It was reported that initially a 2.0 x 10 mm balloon could not cross the lesion, however a 1.5 x 10 balloon successfully crossed the lesion. No stent could not cross the lesion and there was damage to the telescope device noted - the ramp was separating from the push wire. The procedure was not completed. The patient was alive with no injury.